Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in cable unit a root cause could not be identified. Based on the results of the investigation, it is likely the no image happened due to leak in water cable and noise occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had red speckles in the image and experienced complete image loss when the connector was moved. There were no reports of patient involvement.